Manufacturer narrative:
Updated b4, d3, d9, e1, g6, h3.

Manufacturer narrative:
According to the facility, the hand injection is faulty, not sealing/screwing in, and spontaneously unscrew itself. The facility stated there is an air embolism risk but there was no injury. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed. No demographic information was provided, but "0"kg was entered since the portal will not accept this field blank.

Event description:
According to the facility, the hand injection is faulty, not sealing/screwing in, and spontaneously unscrew itself. The facility stated there is an air embolism risk but there was no injury.